Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 543 was confirmed in the pump?s event history. The root cause of the reported problem was assigned to depleted main batteries due to use/user error. It is unclear is the device was repaired and returned. A device history review was performed with no exceptions during manufacturing found.

Event description:
The facility representative reported a colleague infusion pump with a failure code 543. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 6.13.90 - colleague 2006.